Event description:
It was reported that the personal alarm ii model 8203 was not alarming when the magnet is pulled off of the alarm. No pt contact or injury reported. Note: this model has been discontinued by the j.t. Posey company as of 06/2004,